Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was intractable spasticity. The date of the event was (B)(6) 2013. At the patient's pump replacement in (B)(6) 2013 the patient went into the intensive care unit post replacement. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, product type: programmer, physician. After further review of this information a correction was made to this section of the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via device manufacturer representative indicated that the patient experienced withdrawal after getting a new catheter because of a priming error. The issue was resolved. It was unknown what actions were taken to resolve the issue no further complications have been reported.